Event description:
It was reported that the patients spinal cord stimulation (scs) popped out of her spine 3 times. The patient underwent a scs explant procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500/m365sc2352700, model: sc-2352-50/sc-2352-70, serial: (B)(6), batch: 7071725/5167871, UDI: (B)(4).